Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump won't infuse and had a broken case. No patient injury reported.

Manufacturer narrative:
Visual inspection shows the top case damage. Functional testing was conducted, and the customer?s complaint was duplicated. The cause of this event is normal wear of the motor assembly and impact to the device. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).